Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have a broken monopolar yaw pulley at the post. Broken pieces are not missing as a result of breakage. The component surrounding the break did not exhibit damage that would have contribute to the broken yaw pulley. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument would not move correctly. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was slow to move the device, and the issue occurred when surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The movements of the surgeon scale appropriately to the instrument. There was some friction and instrument movement timing were not appropriate.